Event description:
It was reported that the right ventricular lead was capped due to high impedance greater than 9999 ohms, non-capture, and an apparent lead fracture. No patient complications have been reported as a result of this event.